Event description:
It was reported the patient experienced pain at the ipg site. In turn, surgical intervention was undertaken the scs system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received that the system was explanted due to a suspected infection. The infection was not confirmed.

Manufacturer narrative:
A patient had their system explanted due to a suspected infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.